Manufacturer narrative:
Additional information provided by the customer in b5 and a3. The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any related trends for the lot number 38204ud00 complaint issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 38204ud00 is within 2sd of the established baseline, indicating the reagent lots are comparable with other lots in the field confirming no systemic issue for the lots. A review of device history records did not identify any nonconformances, potential nonconformances or deviations associated with the lot number 38204ud00 and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for alinity I stat high sensitive troponin-I reagent lot 38204ud00 was identified. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Event description:
Additional information: the customer provided their normal expected range for troponin-I is 0-16 ng/l and stated the patient was a female.

Event description:
He customer reported a falsely elevated alinity I stat high sensitive troponin-I result for a patient while running on the alinity I processing module. The following data was provided: sid (B)(6): initial results generated: 39 ng/l and < 5 ng/l on (B)(6)2022 at 15:09 pm, repeated result: < 5 ng/l at 15:40 pm. No customer cutoff was provided for the troponin results, therefore using the alinity I stat high sensitive troponin-I package insert overall cutoff of 26.2 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.